Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient stated that the stimulator never worked for them so they stopped using it. They stated about a year prior to report, even with stimulation off, they started to feel a terrible burning inside at the ins site. They stated they would like the ins removed. Caller was redirected to follow-up with a healthcare provider and physician listings were provided. No further complications were reported or anticipated.